Manufacturer narrative:
(B)(4). Facility name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set leaked. The leak was described by staff as a result of the one-link disconnecting from the catheter extension set. The leak occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.